Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a low pressure condition was observed. The blower motor was replaced to address the issue. The device failed steps during testing. The device's oxygen blending module board and sensor board were replaced to address the issues.